Event description:
It was reported during in clinic follow up that the atrial lead exhibited a loss of capture and loss of sensing. Dislodgement was confirmed via imaging. The lead was deactivated. The patient was stable and asymptomatic.